Event description:
The customer stated that one patient sample generated higher than expected results for the architect ipth assay. A result of 106 pg/ml was suspected and the sample was tested at a reference lab with a result within the normal range (no specific value was provided). The customer then retested the patient and obtained a result of 84 pg/ml. The customers normal range is 15-65 pg/ml and the customer is expecting the patient results to be within the normal range. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 02312e000. The testing passed. The trend review identified normal complaint activity. The ticket search identified normal complaint activity for the likely cause lot. A correlation study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is a variability between pth assays. A product deficiency was not identified for this issue. In addition, there is not enough information to reasonably suggest a malfunction had occurred. The product packaging recommends that each lab establish its own ranges. Review of product labeling indicates that a positive bias has been observed when comparing methods. Testing and quality data review indicates that the assay is performing acceptably. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified. No further investigation is required.